Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The compact plus meter gave the following blood glucose results within 10 minutes: lo, which on the system indicates a result of less than 10 mg/dl,118 mg/dl. No adverse events reported, replacing and returning meter and test strips.